Manufacturer narrative:
The viasys field service rep. Evaluated the device and was unable to reproduce the reported event. Thus no root causes was determined. The viasys field service rep. Ran the device through a complete checkout to ensure that it meets all factory specifications. Upon completion the device was returned to the customer's control ready to be placed back into service.

Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility representative. "Rt reported unit autocycling in CPAP mode. Customer requested fs call to check unit." The following description of the event was copied from a maude event report rec'd from the FDA. "Patient in nicu. Patient placed on vip bird sterling ventilator which malfunctioned shortly after placement. Patient immediately placed on replacement ventilator. No harm to pt."